Event description:
Post mva pt ordered for CT scans with contrast. The 20 g IV in left forearm that had been started upon arrival in ed was in place and used for contrast. Radiology tech completed initial 10 ml saline flush via syringe. Injector loaded with 20 cc of saline followed by 100 ml of omnipague 350. Approximately 40 ml of contrast had been injected at 1.7 ml/sec when images noted to not show contrast. No pressure increases noted on screen. Injection stopped. Ice and elevation to arm. Arm, however, continued to swell. Pt admitted and underwent fasciotomy approximately 11 hours post contrast extravasation. Returned to operating room for successful wound closure on (B)(6) 2008. Discharged to home (B)(6) 2008.